Event description:
It was reported that implant movement/shift and device leak occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx pro closure device was successfully implanted on (B)(6) 2025. The patient was discharged. During routine 45 day follow up computed tomography (CT) scan, it was noted the closure device had a sub-fabric cap leak and position change consistent with a proximal shift. The physician is considering coiling the leak. There were no patient complications. No further information is available at the time of this report.